Event description:
This event is for patella resurfacing due to pain. This device is not involved in the event. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This event is for patella resurfacing due to pain. This device is not involved in the event. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported that the patient underwent patella resurfacing approximately eight (8) years following right knee arthroplasty due to pain. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices -nexgen option cemented femoral component size g right catalog #: 00576401752 lot #: 62719417, nexgen prolong lps-flex articular surface size gh 10mm catalog #: 00596205010 lot #: 62400630 g2 - report source - foreign: event occurred in australia the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00337 0001822565-2023-03598 h3 other text : investigation incomplete.